Manufacturer narrative:
(B)(4) analysis: inspected 2 opened/used sensors and performed bicarbonate buffer test per (B)(4). Both sensors failed per spec due to low readings.

Event description:
It was reported that the sensors was not connecting to the insulin pump. Customer stated the transmitter did not blink. Troubleshooting was done. Customer's blood glucose was 143 mg/dl. Customer reported her blood glucose earlier was 45 mg/dl. Customer declined to do troubleshooting for low blood glucose. During the troubleshooting for test plug procedure and it was found that the mini link was functioning correctly. The customer was advised to start a new sensor. No further information provided.